Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. The sensor was found to be in sensor state 8 and 7 with event logs 11,9 respectively which are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was sent for further investigation and de-cased. Performed a visual inspection of the printed circuit board assembly (pcba.), and no issues were observed. Source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. Poise voltage and temperature were tested, and both were within the specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms however was nervous and had anxiety. The customer had a contact with an healthcare professional (hcp) upon arrival blood glucose levels were measured and was treated with unspecified IV fluids for the reported product issue. There was no report of death or permanent impairment associated with this event.